Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been completed at this time. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that new oversensing episodes were observed on the device after the device was reprogrammed. The device was then reprogrammed to address the new episodes.